Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised that batteries vary in reliability and our testing indicates that energizer aaa alkaline batteries are most effective form device use. The customer declined to troubleshoot. The customer was advised to clear the alarm with esc and act. The customer was advised to call back if any other issues.